Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that the patient was treated with one stent which could possibly be a driver, an integrity bms or a non-mdt stent to treat a left vertebral artery occlusion. Patient morphology was described as concentric with a b mori classification and smooth ulceration. Lesion exhibited 84.3% stenosis. Complications within the first 30 days included pneumonia. It was reported that the patient expired due to stent occlusion caused by severe pneumonia and sepsis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.